Event description:
It was reported that during surgery the console began to alarm. During inspection of the iab, it was noted that a piece of the "tubing with stopcock" had broken off an was in the patient's vessel. A clamp was used to pull the piece out of the vessel and a stopcock was used. Surgery was resumed. There were no associated patient complications. Further information is being sought.